Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and delivery accuracy test at 0.08715 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device had intermittent button response on the act button due to flattened dome switch . No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown. Customer also stated that cracks on battery and reservoir compartment. Customer stated that no physical damaged to the reservoir lip ring. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.